Event description:
My mother received a power-chair from otto bock orthopedic services, llc on (B)(6) 2011, immediately the leg rests began to malfunction. The chair was not in our possession from (B)(6) 2011, while equipment was being manufactured to facilitate transportation in our automobile. Soon after the chair returned and my mother was using it on a regular basis (in and out of the home) she discovered that she had to keep a constant force on the leg tests to keep them down. She called (B)(6) in an effort to return the chair and have them reimburse medicare, so a more reliable chair could be obtained. Promises were made and the chair was to be picked up on (B)(6) but that didn't happen. When she called again, she was told that the chair had been in her possession for more than a month and it couldn't be returned, but it would be repaired immediately. Said repairs did not take place until (B)(6) 2012. Chair could not be used during that time. The leg rests have been replaced, however they do not fit my mother correctly causing the chair to be too uncomfortable to use and she does not feel secure in it. The old chair she is using has a broken swivel, causing a danger to her as the seat does not lock in place. Date of use: (B)(6) 2011. Reason for use: bone degeneration, unable to walk.